Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer previously reported an issue related to the ventilator's sensor board. The sensor board was returned to the quality assurance laboratory for further investigation. The root cause of the failure was found to be a component failure of the pressure transducer mt5 on the device's sensor board.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.